Manufacturer narrative:
A replacement smart cable was provided to the customer. The returned smart cable was evaluated by verathon technical services and the intermittent image was confirmed. During testing it was observed when the smart cable was manipulated near the connector the image would cut out. The smart cable was forwarded to verathon (B)(4) for further investigation. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable, the image would go out when the smart cable was manipulated. Reportedly when the smart cable was pressed in a specific location the image could be seen, but when released the image disappeared. No delay in the procedure or use of a back-up device was reported. No harm to the patient or the user was reported.